Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) was hospitalized due to congestive heart failure. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of previous device history and service history showed no relationship or potential cause of this complaint related to repairs that have been made to the device. The cause of the reported event could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted